Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tnx9, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient reported a loss or change in therapy; he had not been going to the bathroom as much as he should for the past week. He was not feeling stimulation and stimulation was not on. It was reviewed that it had to be on to work. The patient could then feel stimulation and was going to watch his symptoms to see if he had therapy benefit. No trauma/falls were related. The change in therapy/symptoms was noted to be sudden with an event date of (B)(6) 2015. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No follow-up was required.